Event description:
It was reported that the patient experienced st elevation. During the withdrawal or closure of the cryocatheter ablation, a polarsheath was chosen for use. Following the completion of the ablation, st elevation was observed after the removal of the balloon and sheath. Subsequently, the electrocardiogram returned to normal following the administration of medication. The attending physician noted that the perfusion through the sheath had not been ceased prior to the removal of the balloon, suggesting the potential for air injection. It was noted that no air was observed inside the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.